Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the valve did not cause of contribute to the vascular injury. The physician raised concern that during the valve implant, the delivery catheter system (dcs) capsule came over the nose cone and could have damaged the blood vessels or the injury could have been attributed to the guidewire damaging the blood vessels. The cause of the vascular injury was unclear. The vascular injury occurred at the right femoral artery and access was obtained on the right side. The patient did not have any underlying medical conditions that contributed to the death.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024. Product ID: l-evolutfx-2329 (lot: 0011995318); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during insertion of the delivery catheter system (dcs) the physician felt resistance. After several attempts to push the dcs over a stiff guidewire, an unusual shape in the wire was observed and a drop in blood pressure occurred. At that point, the physician pulled the dcs out and inserted a dilator sheath to better assess what happened to the artery. The stiff guidewire was replaced with a new one, of a different type. The physician decided to implant the valve and did so successfully. After valve implant, the patient's blood pressure did not recover due to an uncontrolled bleeding from the iliac artery. Resuscitation was attempted, but was not successful. The patient passed away. Per the physician, it is possible that overlapping of the capsule on the nose cone of the dcs may have contributed to the adverse event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the overlapping of the capsule may have been caused when rotating the knob too much while loading causing the capsule to climb onto the nose cone. Prior to insertion of the valve, the overlapping of the capsule was not observed and no misload was reported. It was possible that the overlapping occurred during insertion process. The difficulty inserting the delivery catheter system (dcs) may have contributed to the overlapping issue. The valve was deployed and implanted successfully and per the physician, the patient died due to a complication and not due to the valve.